Event description:
Event description guidant received information that the patient with this right ventricular lead, presented to the office visit with episodes of near syncope, due to intermittent loss of capture. The decision was made to removed the lead versus repositioning, due to the patient's risk of perforation. A new passive fixation lead was then successfully implanted with good results.